Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
A customer reported during an intraocular lens (iol) implant procedure using a preloaded delivery system, there was some tightness when advancing the plunger and the lens was stuck. The surgery was performed and completed after replacing the device with a backup. Additional information was requested.

Manufacturer narrative:
The root cause may be related to a failure to follow the directions for use. The viscoelastic indicated is not qualified for this device. The use of an non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The manufacturer internal reference number is: (B)(4).